Manufacturer narrative:
The pump was received for investigation. A visual inspection found both seals were intact, and the top case was chipped in the front. A review of the log history found a check clutch/ plunger lever error. Flow and occlusion testing were performed and could not be verified after multiple tests for the check clutch error. A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The cause of the problem was related to the user releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Operator of device, if initial reporter also sent report to FDA and protocol # are missing. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump had a system failure as it indicated check plunger. The pump also had a cracked case. No additional information is available.